Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the endoscope was blurry. The product was changed out. It is unknown whether there was blood loss, whether the surgery was completed successfully or if there was any patient effect. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Event description:
New information received that the surgery was completed successfully with no blood loss or patient injury.

Manufacturer narrative:
This follow-up report is submitted to FDA in accordance with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted. Upon further investigation of the reported event, the following information is new and/or changed: (identification of evaluation codes 2692, 10, 3331, 3224, 19). Patient code: 2692 no known impact or consequence to patient. Method code #1: 10 testing of actual/suspected device. Method code #2: 3331 analysis of production records. Results code: 3224 optical problem identified. Conclusions code: 19 cause traced to user. A visual observation of the internal components using a monocular was conducted to check the performance of the endoscope. It was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. The possible causes which may produce this failure; the product was either dropped or inadvertently struck by an object or an excessive force was exerted on the endoscope shaft; this could deflect the shaft and lead to the alteration of the internal lens system. The labeling for the device stresses the importance of how fragile the device is and instructs the user to handle the product with extreme care to prevent damage to the device. Improper handling caused the internal lens to break. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.